Manufacturer narrative:
The product was returned with the membrane slightly folded and no visible blood on the catheter. The t-handle was also returned. One kink was found 38.9cm from iab tip. A retainer removal was unable to be performed due to the returned conditioner of the catheter. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. We are unable to confirm the reported difficulty to remove the iab from packaging because of the returned condition of the catheter. We are able to confirm the kink in the catheter. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint #(B)(4); record ID (B)(4).

Event description:
It was reported that during preparation for intra-aortic balloon (iab) therapy it was difficult to remove the t-handle retainer from the balloon. The iab was found to be kinked and unfurled after t-handle retainer removal. The iab was replaced to continue therapy. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during preparation for intra-aortic balloon (iab) therapy it was difficult to remove the t-handle retainer from the balloon. The iab was found to be kinked and unfurled after t-handle retainer removal. The iab was replaced to continue therapy. There was no reported injury to the patient.